Event description:
Attempted to use two different batteries and the device would not activate. Changed out device and batteries worked. The device was taken off the field. The device was never used on the patient.what was the original intended procedure?unknown.